Event description:
It was reported that a skin irritation causing an allergic reaction to the pods adhesive. The patient reports they had gone to their dermatologist. No additional information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.